Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was found as followings; -the angulation did not meet specification -the adhesive of the bending section rubber was detached chipped, cracked, or has a burr -the air supply volume was failed due to damage of the channel tube -no water was fed due to damage of the channel tube -the auxiliary water supply direction was failed due to damage of the auxiliary channel tube -the suction volume was failed due to damage of the channel tube -the endoscope connector is dirty -the control section was dirty omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as the results of multiple microbiological testing for positive by the user facility, following microbes were detected in the sample collected from the subject device as follows; [1st time; (B)(6), 2021] klebsiella variicola (kleb. Pneumoniae complex): 10-99 cfu, pseudomonas aeruginosa: 10-99 cfu, stenotrophomonas maltophilia: 10-99 cfu. [2nd time; (B)(6), 2021] stenotrophomonas maltophilia: 1-9 cfu. [3rd time; (B)(6), 2021] citrobacter farmeri: 1-9 cfu, candia alabicans: 1-9 cfu. [4th time; (b)(64, 2021] citrobacter amalonaticus: 10-99 cfu. The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivator advantage, using peracetic acid. There was no report of infection associated with this report. This report is for the 1st endoscope of 2 endoscopes.